Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when patient¿s symptoms began. This report is for one, unknown locking lateral proximal tibia plate. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown and was reported only as approximately 10 years prior to (B)(6) 2017. It is unknown as of the date of this report if the subject device has been explanted from the patient. The device was not successfully removed during the (B)(6) 2017 revision surgery (captured under (B)(4)). The 510(k): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an arthroscopy procedure on (B)(6) 2017 for the attempted hardware removal of a synthes locking lateral proximal tibia plate and six (6) locking screws. It was reported that the devices were too close to the patient¿s skin and were bothering him. The original surgery was performed on an unknown date approximately ten (10) years ago at another hospital. It was reported that the plate and screws were intact prior to removal. This complaint was created to capture the revision due to patient discomfort. See related (B)(4)created to capture the issues that occurred during the revision surgery. This report is for one, unknown locking lateral proximal tibia plate. This report is 1 of 2 for (B)(4).